Manufacturer narrative:
Evaluation of returned device was inconclusive on how the weld fractured. A subsequent design change has occurred since this instrument was manufactured in 2008 to address this issue.

Event description:
It was reported patient underwent a hip arthroplasty on (B)(6) 2012. During the procedure, the mh cup inserter handle fractured while the surgeon was impacting the trial cup. The fractured pieces fell into patient's body and surgeon was able to remove from the body cavity. This resulted in a delay greater than 30 minutes.

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under precautions it states, "intraoperative fracture or breaking of instruments has been reported. Surgical instruments are subject to wear with normal usage. Instruments that have experienced extensive use or excessive force are susceptible to fracture. Surgical instruments should only be used for their intended purpose. Biomet recommends that all instruments be regularly inspected for wear and disfigurement." Expiration date - n/a. Date implanted - n/a. Date explanted - n/a.